Event description:
It was reported that the user experienced an interruption in insulin therapy when new infusion supplies could not be located during a scheduled set change at a care center, resulting in approximately one hour without insulin before reconnection to the ilet system. Blood glucose increased to 276 mg/dl and was trending steady at 271 mg/dl near the end of the call. Symptoms included hyperglycemia and headache. Outcomes included delay to therapy without hospitalization or emergency care and on-site caregiver involvement with monitoring and hydration. Investigation included troubleshooting and education with recommendations to hydrate and continue glucose monitoring, given that insulin absorption after reconnection was expected to reduce glucose levels. Investigation of this case revealed a temporary therapy interruption associated with delayed supply replacement, with no device alarms reported and no evidence of device malfunction once reconnected. It was concluded, based on previously established findings for similar reports, that the cause was user or use environment¿related interruption of insulin delivery during the supply change.